Event description:
An event was received through the edwards lifesciences (B)(4) implant patient registry. This "registry" is a patient tracking mechanism for serialized devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market registry. Patient and device status are reported through the registry. This information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received by edwards as a conventional customer complaint. In this case, the device was explanted after an implant duration of approximately two months (1.67 months) due to unknown reasons. The same model/same size device was implanted as a replacement. No further details were provided.

Manufacturer narrative:
This model is distributed outside of the united states and is being reported as similar to model 2800, which is marketed within the united states. Device not returned. Device was discarded by hospital. No further details were provided. The device will not be returned as it was discarded by the hospital. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. It was reported that the valve was explanted after an implant duration of 1.67 months. No additional information has been provided including operative report and patient records. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, and procedure factors. It is typically not related to product malfunction.